Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member reported on behalf of the customer receiving low readings on the adc freestyle libre sensor. On an unspecified date, customer received a low reading of 50 mg/dl on the sensor and got a "bit soft and sleepy". Customer was seen at the hospital where a reading between 600 to 700 mg/dl was obtained on a hcp meter. Customer was diagnosed with severe high blood sugar and treated with unspecified medication and stayed in observation until his sugar level was lowered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A family member reported on behalf of the customer receiving low readings on the adc freestyle libre sensor. On an unspecified date, customer received a low reading of 50 mg/dl on the sensor and got a "bit soft and sleepy". Customer was seen at the hospital where a reading between 600 to 700 mg/dl was obtained on a hcp meter. Customer was diagnosed with severe high blood sugar and treated with unspecified medication and stayed in observation until his sugar level was lowered. There was no report of death or permanent impairment associated with this event.